Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient stated the cgm reading "differenced" varied from 70-100 mg/dl; however, the patient was not able to provide exact bg and cgm values. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.